Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory was performed and no anomalies were found. (B)(4) .

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The ra lead remains in use and will be monitored. No patient complications have been reported as a result of this event.